Manufacturer narrative:
This event was reported by the manufacturer under 3002808486-2019-01231.

Event description:
Patient allegedly received an implant via the right femoral vein due to upcoming bariatric surgery. Patient is alleging tilt, vena cava perforation, caval thrombosis, dvt (deep vein thrombosis), and embedment. The patient further alleges "physical discomfort when laying on side. Physical discomfort/sensation with strenuous exercise/vigorous walking. Anxiety/stress related ivc filter unable to be removed due to embedment/tilt/perforation and subsequently need to be on blood-thinning medication for the rest of my life. I have not sought any mental health treatment for this specifically since there isn't a medial solution" as well as difficulties with "vigorous walking, intermittent lifting at work or home." The patient also alleges the following: "ever since the recent (2018) acute blood clot incident where my ivc filter was completely filled with clots, and where the clots had risen above the ivc filter, I have not returned to pre-activity level in the following ways: the uncomfortable sensation of "squeezing" in the area where the ivc filter is placed (the same sensation pre-and post-2018 incident) appears when I walk vigorously, especially uphill. These sensations were not present before the 2018 incident. The uncomfortable sensation of "muscles freezing/locking" in my abdomen and groin appears when I walk vigorously, especially uphill. These sensations were not present prior to the 2018 incident. The sensation of a "mass" in and around the area where the ivc filter is placed which makes certain bending, sitting and lying down positions very uncomfortable. Again, these sensations were not present before the 2018 clot situation. "And, while I do not see a therapist or counselor for the following (as there is no mental health therapy that will reduce eliminate the stress and anxiety related to it), these issues have manifested since the 2018 clot situation and subsequent medical treatment (xarelto): heightened stress and anxiety due to the above physical sensations (wondering if I will feel this discomfort for the rest of my life). Heightened stress and anxiety due to the "only solution" my doctors gave me as a result of the 2018 clot situation, which is to "be on xarelto" for the rest of my life. Being on blood-thinning medication for the rest of my life causes anxiety because my chances of bleeding to death in a car accident or other type of accident are very high, especially if an emergency medical provider isn't aware of the fact I'm on xarelto. Heightened stress and anxiety due to the fact that my ivc filter cannot be removed safely, so will probably need to stay inside, even though it is the cause of subsequent blood clots. Heightened stress and anxiety due to the fact that my ivc filter is tilted and perforating my vena cava. I worry constantly that it will eventually perforate completely through my vena cava and cause my death." Per report from venogram: "...she was readmitted to the hospital with massive swelling of the left lower extremity. Venous ultrasound showed dvt of the left lower extremity." "Venogram was done that showed patent popliteal, and superficial femoral vein was occluded. Common femoral vein had extensive amount of thrombus." "Then, using thrombolytic agent injection intermittently with activation of the catheter, ivc area was treated. Two treatments were done; one on each side of the filter, right and left sides." "...massive amount of thrombus still seen in the mid part of the filter. However, it was significantly improved from prior to the thrombectomy. Using large suction catheter, removal of large amount of thrombus was done from the area of the inferior vena cava as well as the common femoral vein." Per report from CT (computed tomography): "there is an unequivocal filling defect distal aspect of the right lower lobe pulmonary artery (4/116 as well as proximal aspect of the right middle lobe pulmonary artery (4/123) consistent with acute pulmonary embolism." "There is a ivc filter properly positioned within the ivc with the tip of the filter just caudal to the renal veins. There is a persistent filling defect within the ivc at the filter and extending approximately 39 mm cephalad to the apex of the filter and extends caudally into the common iliac veins bilaterally to the level of the internal and external vein confluence." Per report from CT 2: "some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat." "The filter is tilted to the left with its proximal cone lying on the wall of the ivc possibly embedded in it." "There is acute thrombus in the ivc extending 4 cm proximal to the filter and distally into both common iliac veins. The ivc is occluded."

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2010. The patient alleges to have been injured without further explanation.